Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Per boston scientific, oversensing was observed with pacing inhibition, asystole was less than 2 seconds. Patient was hospitalized and lead capped.